Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 345 mg/dl after a less-than-usual meal announcement while using an inset infusion set and a recently changed cartridge, with no device alerts reported. The user later reported that glucose returned to 141 mg/dl and acknowledged under-announcing the meal. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.